Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with cracked battery tube threads, fading serial number label and cracked case corner of belt clip rails. The test infusion set/reservoir locks in place in the reservoir compartment.

Event description:
Information received by medtronic indicated that there is a crack along the battery side in the insuline pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.